Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported he wants to know if he using interstim correctly. The patient stated he is not what the patient programmer (pp) is supposed to do and has not had time to read the manual. The patient noted he can go 5 hours between having a stool. The patient stated other times he does not completely empty and so he has to go back to the stool again in one hour. The patient noted he had a stool on the day of the call at 1 o'clock and another at 2 o'clock. The patient noted he did not have another stool until about 5 o'clock. The patient also had accidents. The patient noted he does not feel stimulation and the therapy is on. The patient was on program 1 at 2.4 v. There were no medical procedures or emi that could be related to the issue. The patient added there was a fall that could be related to the issue. The patient feels stimulation in the correct area. The patient increased to 4.2 v and confirmed he felt stimulation at the rectal sphincter and stimulation was comfortable. The patient also mentioned he has bad shoulder, bad vision, and multiple problems not related to the device or therapy. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.